Event description:
It was reported a pt name is entered with room number, (B)(6) for a telemetry pt. Alarms go to the pages with text (B)(6). The pt was moved to another room "6:2." The nurse only changed the name field in the multiview workstation (mvws) admit screen, to (B)(6) which accepted the change. The alarm is seen in the mvws screen for (B)(6), but the pages still show alarm message with text (B)(6). A serious alarm came for pt (B)(6), and the nurses with pages went to room 6:1, but the pt was in room 6:2. This workflow works if they use their other dept where they have infinity central station (ics) instead of mvws. If they discharge pt (B)(6), and admit (B)(6) it works fine, but then the data is gone. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.